Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer reported that her blood glucose level was getting high and she also had vomiting and was feeling fatigue. The customer also stated that there were air bubbles of the size of an inch in the tubing. The customer was assisted in troubleshooting for air bubbles; however, did not feel okay to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.